Event description:
It was reported that pt has been experiencing pain since the surgery. She did not want to provide any additional information.

Manufacturer narrative:
It was indicated that the device is not available for evaluation, as it is still implanted. Additional information has been requested and if received, will be provided in a supplemental report.